Event description:
It was reported that the connector luer lock c45j experienced flow issues when used for infusion. The following information was provided by the initial reporter: complaint 2 of 2 the hcp prepared a drug using n35. When the hcp connected this n35 to c45j that was attached to the infusion set, the syringe didn¿t move at all. Then, a new n35 was attached to the syringe and c45j was also replaced with a new one. When pushing the syringe again, the hcp could instill the drug. The used drug is therarubicin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-28. Investigation summary: one injector sample connected to a sample connector was provided to our quality team for investigation. The product was visually inspected with no defects observed. The samples were functionally tested, the injector was connected to a sample protectors along with the vial and a syringe according to the instructions for use. In all cases it was possible to withdraw fluid from the vial without issue, there was no evidence of resistance. The injector was then tested with the connector returned with the product. Again, liquid could properly flow between the injector and connector without issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the connector luer lock c45j experienced flow issues when used for infusion. The following information was provided by the initial reporter: complaint 2 of 2 the hcp prepared a drug using n35. When the hcp connected this n35 to c45j that was attached to the infusion set, the syringe didn¿t move at all. Then, a new n35 was attached to the syringe and c45j was also replaced with a new one. When pushing the syringe again, the hcp could instill the drug. The used drug is therarubicin.